Manufacturer narrative:
A patient death was reported to abbott. The cause of the patient's death is unknown. Additionally, no dbs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturer reference number 1627487-2024-08336. It was reported that patient passed away after a stage one dbs implant that took place on (B)(6) 2024. The cause of death was not associated with the dbs system per the physician and occurred prior to stage two that was scheduled on (B)(6) 2024.